Event description:
Registered pharmacist (rph) (B)(6) with (B)(6) hospital reports that the pt is being seen in the emergency department for potential IV line repair. Rph (B)(6) reports that at 3am the pt was receiving occlusion pump alerts that lasted until around 5am while in the emergency department. Rph (B)(6) confirmed that the pump stopped alarming and the pt's infusion is still administering. Rph (B)(6) reports that overall, the pt feels well but is having their IV line checked. Rph (B)(6) advised that the pt is not being admitted to the hospital at this time. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. IV remodulin pt via cadd solis pump, current dose: 99.2ng/kg/min. P serial number: unknown. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. Was any medical intervention provided? Yes, pt is at the emergency department for potential IV line repair. Is the actual product available for investigation? Yes. Did pharmacy replace product? No. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Ongoing.